Manufacturer narrative:
Investigation summary: tested 5x retained and returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: can not duplicate with retains and returned devices. Source: phone.

Event description:
Customer reporting 1 symptomatic, false positive flu b result. Customer stated result was confirmed negative by pcr and positive for rsv.